Manufacturer narrative:
(B)(6) 2021, medwatch form received from the FDA. Follow up for patient #2, male patient 90 years of age. The user facility submitted medwatch (B)(4) for this event. Additional information h3, h6 and h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was setup correctly to run for over three hours but actually ran completely under an hour. Antibiotic medication was completed when the event occurred. The event occurred during patient use at the "sp 5-3" unit. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.